Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Event verbatim [preferred term] related symptoms if any separated by commas: right knee pseudosepsis [arthritis], right knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician via nurse regarding a patient, demographics unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated synvisc (hylan g-f 20) one injection, dose regimen not provided. The lot number of synvisc was not provided. On an unspecified date, the patient experienced pseudosepsis. The patient also had increased c-reactive protein and sedimentation rate. The action taken with synvisc one treatment was not provided. The outcome for the event of pseudosepsis was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc one and the event of pseudosepsis was not provided by the reporter. Follow up information was received on (B)(6) 2012, in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Follow up information was received on (B)(6) 2012, from the physician which upgraded the case to serious. The information was received regarding the patient, product, event and laboratory details. The patient's medical history was significant for severe osteoarthritis of right knee with prior effusion and previous use of steroids and non steroidal anti inflammatory drugs. On an unspecified date, the patient received synvisc injection in right knee. On (B)(6) 2012, the patient developed right knee pseudosepsis (previously reported as pseudosepsis). On an unspecified date, the arthroscopy with synovial biopsy and aspiration (the synovial fluid was yellow in color, cloudy in appearance) was performed. On (B)(6) 2012, the patient had increased c-reactive protein and sedimentation. Rate. On (B)(6) 2012, the laboratory values once again revealed increased c-reactive protein and sedimentation rate. The event of right knee pseudosepsis was improving and the outcome for the event of the right knee effusion was not provided. The intensity for the event of right knee pseudosepsis was severe and the intensity for the event of right knee effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of right knee pseudosepsis as possible and did not provide the relationship between synvisc and the event of right knee effusion. While processing the follow up received (with (B)(6) (B)(6) 2012), it was realized that the correct suspect product was synvisc (previously captured as synvisc one).